Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2018. The customer reported that the system froze. Patient's blood glucose at time of incident was 390 mg/dl. Patient's current blood glucose was 330 mg/dl. The customer was hospitalized with blood glucose of 300mg/dl to 390mg/dl. The customer had vomiting and high blood glucose. Cause of hospitalization per doctor was diabetic ketoacidosis. The customer was treated and released on (B)(6) 2018. The customer was wearing the pump at time of hospitalization. The customer declined further troubleshooting, as she doesn't believe it was pump. The insulin pump will not be returned for analysis.